Event description:
Sorin group received report that when the stockert s3 system was being broken down after a procedure, it was noticed that the system was not switching back and forth from main power to ups power properly. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the stockert s3 roller pump module stockert s3 console. The incident occurred in (B)(6). (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.